Manufacturer narrative:
This device referenced in this report has not been returned to olympus medical systems corp. For evaluation. The manufacturing record of the subject device was reviewed with no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that the image of the subject device became abnormal and after that the image became black during a laparoscopic cholecystectomy. The image recovered soon, but after a while the image became black again. The user replaced the subject device with another device and the procedure was completed. There was no patient injury associated with this event reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result. The subject device was returned to olympus medical systems corp. For evaluation. The reported phenomenon was duplicated during twisting the video cable. When checking electric wiring inside the video connector, the outer sheath of the image unit cable was shifted from a normal position at the connecting part of the video connector and the image unit cable, and consequently, the inner wiring was exposed. In addition, when applying some force to the exposed wiring, the reported phenomenon was duplicated. Based on the evaluation result, it was surmised that the reported phenomenon is caused due to short circuit of the image unit wiring at the exposed wiring part. Since it has passed four and half years from the latest repair, there is a possibility that the shift of the outer sheath of the image unit cable was caused due to repetitive attaching/detaching the video connector.